Event description:
Per contact, pg tube was inserted in pt 9/01. In 11/01, pt was admitted to hospital because peg tube had fallen back into their stomach - only the adaptor was next to the pt. Pt had been fed at 8:00. Tube is in pt's small intestine (12/01) and could not be retrieved. X-ray were taken and the peg passed. No surgery was required.